Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The analysis was performed and no anomalies were found. The stylet/guidewire was kinked/buckled and the distal connector of the lead was extrinsically bent. A visual summary analysis of the lead indicated damage at implant. The analyst also noted that the connector pin is slightly bent. This could have caused a rotation issue in the right situation. There was no issue extending/retracting the helix during testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an attempt was made to place a right ventricular (rv) lead during a procedure; however, the helix mechanism would not fully deploy. The lead was replaced and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.